Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate plus profile saline breast prosthesis, cat. #3502375, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a primary breast augmentation procedure with mentor smooth round moderate plus profile 375cc saline breast prostheses when the left device deflated after implantation. The patient noticed a change in symmetry and left breast size reduction. Deflation was diagnosed by palpation. In addition, patient developed capsular contracture (baker grade unknown) in her right breast. As a result, the patient underwent bilateral explantation on (B)(6) 2018. The patient tolerated the procedure well and was transferred to the recovery room in stable condition. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On 05/23/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).